Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained when the medical surveillance specialist reviewed the call recording. During the call, the patient reported that the alleged meter inaccuracy began 4 days prior to contacting lfs. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿400 mg/dl¿ with the subject meter. The patient stated that they manage their diabetes with a combination of insulin (30 units of novolog before each meal; 90 units of tresiba before bed). 2 days after the alleged issue began, the patient claimed they received phone advice from their doctor to increase their novolog dosage by 5 units as a result of the alleged issue. During the call, the patient claimed that the following day at 12:00 pm, they felt ¿very dizzy, very unstable on their feet;¿ symptoms they associated with a low blood glucose excursion. The patient informed the cca that their blood glucose measured ¿61 mg/dl¿ with the subject meter using test strips from a different lot. There was no report of additional medical treatment/intervention received. At the time of troubleshooting, the cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.